Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 27-may-2016: ptc global number: (B)(4). Lot number d08060. Production date: 17-sep-2014. Expiration date: 28-sep-2017. Usability issues (uis) are typically acts that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up received on 06-jun-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had a perforation during essure (fallopian tube occlusion insert) insertion. This perforation was stitched by the physician. The reported event is listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, considering the event occurred as a complication of essure insertion procedure, causality with the suspect insert cannot be excluded. This case was considered an incident, since an intervention was required as event's treatment (although the exact procedure was not specified, physician stitched the perforation). A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements the product technical complaint analysis resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, with lot number d08060, for permanent contraception. The physician reported a perforation during insertion. He stitched the perforation. Right tube has essure coil and left does not have the coil. Essure was continued. Follow-up information received on 18-mar-2016: the patient had a very difficult anatomy. Follow up 05-apr-2016: no new information was provided. Follow up 18-mar-2016, 31-mar-2016 and 05-apr-2016: the sales representative stated that healthcare professional decided not to place the second device due to perforation. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had a perforation during essure (fallopian tube occlusion insert) insertion. This perforation was stitched by the physician. The reported event is listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, considering the event occurred as a complication of essure insertion procedure, causality with the suspect insert cannot be excluded. This case was considered an incident, since an intervention was required as event's treatment (although the exact procedure was not specified, physician stitched the perforation). Follow-up information (perforation questionnaire) and a product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.